Manufacturer narrative:
Investigation summary: the returned device was visually inspected and reddish material was found under the pebax. However, no damages were observed. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto 3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by the carto 3 system. However, error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Per the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the loss of electrical continuity at the sensor could not be determined. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal biosense webster, inc. Processes since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was initially reported that the contact sensor was broken at the beginning of the procedure. It was exchanged for another same like product. There were no patient consequences reported. This force sensor issue was assessed as not reportable. The biosense webster failure analysis lab received the device for assessment. During the initial visual inspection on (B)(6) 2017, it was discovered that there was reddish material under the pebax. However, no damages were found on the pebax. This finding was assessed as not reportable. If foreign material was found underneath the pebax; however, there is no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on (B)(6) 2018, the scanning electron microscope (sem) results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. The hole discovered on the pebax is assessed as a reportable malfunction. Therefore, the awareness date of this finding is (B)(6) 2018.